Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR willbe submitted accordingly.

Event description:
It was reported that a male patient underwent a left knee revision procedure and was revised to same company devices. Implant and explant dates unknown. Bad poly was indicated. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for return. They went to pathology. A device image was provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d. B3: date of occurrence is unknown. PMA 510k cannot be determined, serial number, expiration and manufactured dates unknown. Implant/explant is unknown. The reason for the revision reported was likely due to the prosthesis wear. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.